Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that following insertion of the mesh, the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures including on (B)(6) 2011, mesh revision/removal due to vaginal mesh erosion and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, right salpingo oophorectomy and cystoscopy due to uterovaginal prolapsed and stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, bleeding, odor, dysuria, incontinence, scarring, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).